Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2107103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
During preparation, the balloon of a 5f mynx control vascular closure device (vcd) was inflated but the balloon burst. Therefore, the device could not be used. There was no reported patient injury. The doctor intended to use the mynx control vcd after a percutaneous transluminal angioplasty (pta) procedure and tried to stop the bleeding. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections b5,d8,d9, g3, g6,h2,h3 and h6 have been updated accordingly. Section b5: addendum for additional information has been obtained: the product was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. During preparation, the balloon of a 5f mynx control vascular closure device (vcd) was inflated but the balloon burst. Therefore, the device could not be used. There was no reported patient injury. The doctor intended to use the mynx control vcd after a percutaneous transluminal angioplasty (pta) procedure and tried to stop the bleeding. The product was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock close. The sealant remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately .5 mm from the balloon neck. A product history record (phr) review of lot f2107103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. FDA request letter is attached, responses for the letter will be forthcoming.